Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed a dent in the bottom cover. The device passed the photographic imaging inspection. Lock test could not be performed due to the inability of the software to recognize the device. The software not recognizing the device prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. An open device visual inspection revealed multiple disturbed wirebonds at one of the components, including shorts at several pins. The residual gas analysis result revealed nitrogen above the test limit. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. The failure of this device is attributed to multiple shorted wirebonds at the digital chip, which prevented the device from functioning in-situ. A CAPA was initiated. This is the final report.